Event description:
It was reported that after an unrelated surgery the patient¿s ipg was unable to communicate and it was deemed inoperable. As a result, the patient underwent surgical intervention wherein the device was explanted and replaced.